Event description:
It was reported that hours after an implant procedure that the patient's implantable cardioverter defibrillator (ICD) presented with loss of capture resulting in dizziness and nausea. Device interrogation revealed no capture on the right and left ventricles. The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
Correction: g3 for the previous report should be (B)(6) 2022.

Manufacturer narrative:
The reported event of capture anomaly was confirmed. However, the cause of capture anomaly is believed to be due to external (non-device related) factors. The device functioned as expected and according to its programmed settings. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.